Manufacturer narrative:
The reported issue was confirmed through data analysis. Bin files were reviewed and showed that at least 8 injections were performed with catheter. Bin files showed system notice messages 50005 ¿leak detection¿, 50032 ¿outer vacuum compromised¿ and 50006 ¿blood detection¿. The returned device was visually inspected. The visual inspection showed that the catheter was full of blood. The tip was advanced out of the sheath and was stuck. Both inner and outer balloons were ruptured around their equator and both the proximal and distal end of the outer balloon were folded backwards, not allowing the balloon to retract inside the sheath. The optical investigation of the distal segment of the damaged catheter showed the guide wire and shaft were intact; no kinks were observed. The coiled section of the injection tube was displaced from its location. The leak detection wires were broken proximal to their anchor points and tc wires soldering thermocouple contact was insufficient or removed. The distal balloon bonding outside diameter (od) and the proximal bonding od were both within specification. The proximal segment (handle of the catheter) was connected to computer for smart chip verification, which indicated that the catheter was used for 8 injections. Dissection of the handle showed the presence of blood within the handle and the vacuum tube. Performance test and failure analysis were not possible due to the condition of the returned catheter.

Event description:
After successfully ablating the lspv, lipv and applying 1 lesion to the ripv (5 ablations total), the catheter generated a 50005 system notice message (the safety system has detected fluid in the catheter and stopped the injection) during the second ablation in the ripv. Quickly thereafter, blood was seen in the catheter connections and there was audible dampened/muffled pop. The physician retracted the cryoablation catheter and mapping catheter into the sheath, and removed them from the patient. Upon examination of the cryoablation catheter, it was confirmed the inner and outer balloons had ruptured. At that time the patient's blood pressure and heart rate decreased, requiring chest compressions. Shortly after, the patient's blood pressure and heart rate returned to normal and stabilized, with no added support needed. There were no patient complications post procedure.